Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that pump experienced malfunction with code 16 and could not be reset, with no notable events occurring beforehand and no adverse impact to the customer¿s blood glucose level. Customer planned to use daily injections as backup therapy and arranged replacement pump.